Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown, infection (mrsa), and hematoma at the incision site. The device was explanted on (B)(6) 2020, and the patient was treated with topical and intravenous antibiotics during the explantation surgery. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
This report is submitted on 13 may 2021.